Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified brachial vein. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another sterling balloon and no patient complications were reported.